Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). It was confirmed that the customer does not have the defective eds drainage systems. The customer was provided with guidance if it happens again. Root cause/failure investigation: the root cause of the complaint could not be determined as the customer discarded the unit. The customer did not provide the lot number so a review of the device history record could not be performed. The eds complaints are monitored for trends. Failure mode: unconfirmed/ no device returned.

Event description:
Nt821731c - there were two drains that cracked at the proximal stopcock. It was not the csf access site. Per the customer complaints form, just twice this week, when trying to obtain csf from the system, the plastic access port cracked when turning the syringe onto it. The syringe was not overly tightened, but just enough to make sure it was secure. This resulted in the customer having to replace the collection system because air was entering the system. It was confirmed there was no patient injury, but revision/medical intervention was required. Event 2/2.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Per the completed customer complaint form, the product is not available to be returned. There are no CAPA's related to this issue. This complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Per doc-035405 eds 3 external drainage system risk analysis, hazard ID - 4.27, severity 11 - critical, the risk is considered moderate. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Complaint history was reviewed for the previous two years and found 3 confirmed complaints, giving a failure rate of 0.02%. Review of medical device hazard analysis shows incident to identify as an acceptable risk. Per qms-004442, complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. Further investigation to be carried out.

Event description:
Nt821731c - there were two drains that cracked at the proximal stopcock. It was not the csf access site. Per the customer complaints form, just twice this week, when trying to obtain csf from the system, the plastic access port cracked when turning the syringe onto it. The syringe was not overly tightened, but just enough to make sure it was secure. This resulted in the customer having to replace the collection system because air was entering the system. It was confirmed there was no patient injury, but revision/medical intervention was required. Event 2/2.